Event description:
Health professional reported the lap-band system "tubing cracked at the access port and the port was leaking." The leak was first noticed when the physician "tried to add saline to the band and the pt felt a lack of restriction." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however, the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."